Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00093 on june 15, 2016. On 05/25/2016 additional information: during the siemens technical application specialist (tas) visit to the customer site, additional information was provided. For the patient results reported in the initial MDR, the patient identifier is (B)(6). The actual values for the (B)(6) confirmatory testing were provided. (B)(6). Other test and result for the (B)(6) 2016 sample: (B)(6) <10, (B)(6) 0.1, (B)(6) >8.00. Other test and result for the (B)(6) 2016 sample: (B)(6) <10. The patient challenged the (B)(6) results and the bloodwork was sent out for (B)(6) genotyping and (B)(6) pcr. The genotype result was indeterminate and the pcr was (B)(6). Additional sample results were provided to the siemens tas from two patients. Patient (B)(6): patient (B)(6) confirmed (B)(6) with the advia centaur xp (B)(6) confirmatory (conf) assay on (B)(6) 2016. The patient sample was repeat (B)(6) with the (B)(6) ii assay. The patient was administered the (B)(6) vaccine prior to the (B)(6) result.. The samples tested afterwards with the (B)(6) ii assay had (B)(6) results. (B)(6). Patient (B)(6): patient (B)(6) had results that were (B)(6) with the advia centaur xp (B)(6) assay and (B)(6) with the (B)(6) ii assay. Due to the historical (B)(6) results, the customer ran the advia centaur xp (B)(6) confirmatory (conf) assay and the results were not confirmed. Results: (B)(6). The last three samples were repeated and the results were (B)(6). The values were not provided. The cause for the discordant (B)(6) results is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The (B)(6) confirmatory (conf) assay IFU states in the interpretation of results section: "for diagnostic purposes and to differentiate between acute and chronic (B)(6) infection, the detection of (B)(6) should be correlated with patient clinical information and other (B)(6) serological markers. It is recognized that presently available methods for detection of (B)(6) may not detect all potentially infected individuals. A (B)(6) test result does not preclude the possibility of exposure to or infection with (B)(6)." The (B)(6) ii assay IFU states in the limitations section: "for diagnostic purposes, the advia centaur (B)(6) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The (B)(6) assay IFU states in the limitations section: "for diagnostic purposes, the advia centaur (B)(6) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings.

Manufacturer narrative:
The cause for the discordant (B)(6) results is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The (B)(6) confirmatory (conf) assay IFU states in the interpretation of results section: "for diagnostic purposes and to differentiate between acute and chronic (B)(6), the detection of (B)(6) should be correlated with patient clinical information and other (B)(6). It is recognized that presently available methods for detection of (B)(6) surface (B)(6) may not detect all potentially (B)(6) individuals. A (B)(6) test result does not preclude the possibility of exposure to or (B)(6)." The (B)(6) confirmatory (conf) assay IFU states in the limitations section: "the (B)(6) confirmatory assay is limited to the confirmation of (B)(6) in (B)(6) or plasma ((B)(6)) in samples repeatedly (B)(6)."

Event description:
Discordant (B)(6) results were obtained for samples from the same patient. For the time period (B)(6) 2016, the results were (B)(6) with the (B)(6). From (B)(6) 2016 to current, the results were (B)(6) and confirmed with the (B)(6) confirmatory (conf) assay. On (B)(6) the patient was drawn and the sample was sent for (B)(6) by pcr testing. The result was not detected. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) confirmatory results.